Manufacturer narrative:
Device received with probe shaft removed. Unable to conduct evaluation. No patient information provided after multiple requests.

Manufacturer narrative:
Device pending delivery and evaluation.

Event description:
Technician communicated the tip is supposed to freeze and instead the whole probe froze.